Event description:
Reporter indicated that vns pt had passed away. The cause of death was reported to be "epilepsy." There is no evidence at this time that the ncp system caused or contributed to the reported event.